Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an error message with the adc device. The customer was therefore unable to scan sensor with reader due to the error and experienced convulsions and loss of consciousness. Paramedics were called and the customer treated with 3 glucagon injections and 250 ml g5% infusion via IV for hypoglycemia. There was no report of death or permanent injury associated with this event.